Event description:
Manufacturer rep reported pt infection. Pt wound opened up approx 1 month after lead revision, exposing the extensions. The entire system was removed. The device system was explanted but will not be returned to the manufacturer for analysis.